Event description:
The #10 bard parker knife blade broke in half. Both pieces were retrieved and matched. X-ray was done to ensure no retained metal prior to cementing prosthesis. X-ray read as negative by radiologist. What was the original intended procedure: right knee total replacement. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Method, results, conclusions: device has not been returned to aspen.